Event description:
Related manufacturer reference number: 2017865-2024-04058. It was reported the patient presented to the clinic for a scheduled follow up. Interrogation of the pulse generator showed the patient's right ventricular (rv) lead and right atrial (ra) lead as over-sensing noise. The physician elected to explant and replace both the ra and rv leads on (B)(6) 2024. The patient was in stable condition.